Event description:
(B)(4)_clinical trial study, subject ID: (B)(6). Mild postoperative iop (left eye) following vitrectomy + vitreous injection + retinal laser photocoagulation + retinal detachment internal pressure repair surgery. Drug therapy given, outcome is "recovery."

Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot confirmed the product as c3f8 and meets all release criteria.